Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. The right ventricular lead exhibited high out of range pacing impedance and elevated capture thresholds. The lead was explanted and replaced, and the patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.